Manufacturer narrative:
Additional information the pump was not returned. The device was not explanted. A correlation between the device and the reported ischemic stroke could not be determined. A review of the device history records showed no deviations from manufacturing or quality assurance specifications for the pump. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a computed tomography (CT) of the patient's brain revealed, evolving diffuse parenchymal hypoxic ischemic encephalopathy.

Event description:
The patient was implanted with a left ventricular assist device (lvad). A device tracking form was received by the manufacturer which indicated that the patient expired with the cause of expiration noted as "hypoxia brain injury." No further information is available at this time.

Manufacturer narrative:
This medwatch report was previously submitted to FDA on (B)(6) 2014 (3rd ack received) with MFR report # 0002916596-2014-02182. It was discovered that due to technical issues post emdr implementation, this event was submitted with a MFR report # that had already been used for a medwatch report previously submitted via mail. This resubmission of the medwatch report has a corrected (new) MFR report # in accordance with guidance received via communications with cdrh emdr (emdr@FDA.hhs.gov). Approximate age of device: 90 days. According to the information provided, the lvad pump will not be returning for evaluation as it was not explanted from the patient. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.